Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. The wake button issue could not be verified.

Manufacturer narrative:
B5.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer continued to use the pump for insulin therapy. Customer's blood glucose level was 232-233 mg/dl.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the wake button was sticking. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level was 232-233 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.